Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer fell on the pump during a bicycle accident. The customer has been unable to clear a temp alarm since falling on the pump. The customer's blood glucose level was not impacted.